Event description:
The customer reported that while the iabp was in use on a pt, the iabp generated a "check iab catheter" alarm and then an "unable to calibrate" alarm. Instructed by the company representative, the customer tried autofill but was unsuccessful. The customer also tried to transducing off the central lumen but it would not zero and then the iabp started not allowing muting the alarms. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The device history record (DHR) for the iabp has been reviewed. There are no nonconformances noted in the DHR related to the reported event. The customer elected to repair the unit themselves. The customer's biomed advised a company service representative that the keypad had been replaced to resolve this issue. It is unclear whether or not this reported event may be related to medwatch report 2249723-2013-00202, in which it was reported that the iabp keypad had stopped working on the same day. We are following up with the customer to confirm whether or not the two reports are related, to confirm the repair has been completed, whether or not the iabp was replaced at the time of the event, and pt information. A supplemental medwatch will be submitted if additional information becomes available. (B)(4).